Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient stated the stimulator keeps shutting itself on and off. Patient said when they lean back in a chair or sit up straight up in the chair the stimulation goes off and then comes back on. Agent asked when this all started and patient said maybe a month ago. Patient contacted the doctor's office and they said to contact manufacturer representative (rep) and was told to call patient services. Agent walked patient through turning adaptive stim off and on. Pt states that did not make a difference. Agent advised to try a different group and see if this helps. Patient was in group b and the stimulation got a little stronger instead of going off. Agent had patient lower the stimulation and patient was able to feel the stimulation comfortably. Patient tried a different program c and that did not make a difference. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.